Event description:
It was reported that this pacemaker system had recorded a minute ventilation (mv) chop in the right ventricular (rv) lead. In addition, right ventricular (rv) lead loss of capture with undersensing of r waves due to low amplitudes was noted. A right ventricular auto threshold test bellow programmed amplitude or suspended was identified. The rv impedances were found to have been fluctuating but remained within range. Technical services (ts) was consulted and recommended system evaluation. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system had recorded a minute ventilation (mv) chop in the right ventricular (rv) lead. In addition, right ventricular (rv) lead loss of capture with undersensing of r waves due to low amplitudes was noted. An right ventricular auto threshold test bellow programmed amplitude or suspended was identified. The rv impedances were found to have been fluctuating but remained within range. Technical services (ts) was consulted and recommended system evaluation. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this right ventricular (rv) lead was surgically abandoned due to fracture. No additional adverse patient effects were reported.